Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that prior to the implant attempt the helix on the right atrial lead would not extend, even after 30 rotations. It was also reported that the lead had fixation difficulty. The lead was replaced and no patient complications were reported as a result of this event.